Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically identified as error 42, while using a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for a pump reset, and the customer successfully completed the reset without encountering the cgm error again, allowing them to effectively restart their sensor session.